Event description:
Customer reported connection issues.

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. The device was returned for inspection where it was determined the pcba mainboard was corrupted. Although there was no injury reported, if the eli380 wireless connection were to drop during patient monitoring, it could lead to a serious injury or death. Therefore, baxter is reporting this event.